Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The cause of the heating was not determined. A replacement recharger resolved the heating and connectivity issues. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: unknown, product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient reported an extreme heat coming from the recharger. She mentioned the heat to be coming from the center portion hub. Burning. She did not mention a specific date but has mentioned she had been having minor issues connecting to battery and sometime (unspecified) end of last week the device got extremely hot while charging. Currently uses the belt for all charging. Discussed getting a replacement device and possibly reducing the speed of the recharge for the future. Reported while recharging felt the connection box get extremely hot (to the touch) and also caused skin to get red. Patient reported the paddle connection was normal, but wears the belt and the junction box is in the belt and that is the affected area. Patient also reported to rep the coupling efficacy has seemed to change more recently from excellent to losing coupling. The rep believes the heating event occurred this past sunday and the patient was upset with the recharger/recharging.